Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. Patient reported his first implant did not work shortly after he got it and it had to be redone. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.